Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed; however, the root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A supplemental report will be submitted once the evaluation is complete.

Event description:
The account alleges that during a right inferior epigastric artery embolization, the microcatheter detached within the patient but remained on the guidewire within the guidecatheter. The device was successfully removed under fluoroscopic guidance. No additional patient consequences to report!